Event description:
It was reported that high pacing impedance was observed on the device during the first fixation. During repositioning, the helix was observed to be stretched. The device was removed, and a new device was implanted to resolve the event. The patient was in stable condition.